Manufacturer narrative:
A titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump at the tube/strain relief junction. This is a site of leakage. Partial separations within abrasion were noted on both exhaust tubes and inlet tube of the pump. These were not sites of leakage. Abrasion was also noted on the inlet tube. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the device experienced mechanical failure for an unspecified reason. The device was explanted and replaced. No other adverse patient effects were reported.